Manufacturer narrative:
(B)(4). Date of initial report: (B)(6) 2016. The return of the incident sample has been requested. To date, it has not been received for evaluation. Additional questions in regard to the incident have been asked. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that the device burned, discolored and/or charred the patients skin. This surgeon is reportedly accustomed to using a different type of electrode which is very similar but its plastic insulator goes further down on the blade. The incident sample is not available for evaluation. The burn occurred at the port site.